Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 06may2020 in the b.5. Field. No further follow-up is planned. Evaluation summary: a male patient reported that his humapen ergo ii device had the issue that the screw thread of the cartridge holder where it connected to pen body slid, and it could not be used and could not be primed. The patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch 0803d01, manufactured march 2008). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review of the batch did not identify any atypical findings with respect to loose cartridge holder or dose accuracy issues. The patient reported the device was used for ten years. The instructions for use states the humapen ergo ii has been designed to be used for up to three years after first use. There is evidence of improper use. The patient used the device beyond its approved use life. It is unknown if this misuse is relevant to the event of increased blood glucose.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by consumer who contacted the company to report an adverse event and product complaint (pc), concerned a 78-year old (at the time of initial report) asian male patient of han nationality. Medical histories included coronary heart disease, had been installed with stent, replaced with heart valve, high blood pressure, chronic obstructive pulmonary disease (copd), atherosclerosis, plaque, poor eyes and hard to walk on both legs. Concomitant medications included insulin glargine, metformin hydrochloride and acarbose, all for unknown indications. The patient received human insulin isophane suspension (rdna origin) (humulin n, 100u/ml) from cartridge via humapen ergo ii, 20 units, daily, subcutaneously, for the treatment of diabetes mellitus, beginning on unknown date. On an unknown date while on human insulin isophane suspension therapy, his blood glucose was high (units, values and reference ranges were not provided). On an unknown date, due high blood glucose he was hospitalized (no further hospitalization details were provided). On an unknown date in (B)(6) 2018, on advice of his doctor, after hospitalization, the human insulin isophane suspension therapy was discontinued due to event and he was switched to insulin lispro (humalog). On an unknown date the humapen ergo ii had the issue that the screw thread of the cartridge holder where it was connected to pen body slid and it could not be used and could not be primed ((B)(4), lot number 0803d01). The information regarding the corrective treatment and outcome of event was not provided. As of 13-apr-2020, it was unknown when or if human insulin isophane suspension therapy was restarted. The operator of the device and his/her training status was unknown. The general humapen ergo ii model duration was not provided, and the specific suspect device duration of use was not provided; however, it was noted the patient received the humapen ergo ii with lot number 0803d01 (manufactured mar2008) more than 10 years ago (and use was ongoing). The suspect humapen ergo ii device associated with product complaint (B)(4) was not returned to the manufacturer. The initial reporting consumer did not know if the events were related to human insulin isophane suspension therapy while did not provide the relatedness of event with humapen ergo ii. Update: both the information received on 13-apr-2020 was processed together. Edit 01may2020: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 06may2020: additional information received on 05may2020 and 06may2020 from the global product complaint database, which was processed together. Entered device specific safety summary (dsss). Updated the medwatch fields with device information and the european and canadian (EU/ca) device information. Added date of manufacturer for the suspect humapen ergo ii device associated with product complaint (B)(4), which was not returned to the manufacturer. Corresponding fields and narrative updated accordingly. Update 11may2020: additional information received on 08may2020 from the global product complaint database. No new information was added.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. A follow-up report will be submitted when the final evaluation is completed as necessary.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by consumer who contacted the company to report an adverse event and product complaint (pc), concerned a (B)(6) year old (at the time of initial report) asian male patient of han nationality. Medical histories included coronary heart disease, had been installed with stent, replaced with heart valve, high blood pressure, chronic obstructive pulmonary disease (copd), atherosclerosis, plaque, poor eyes and hard to walk on both legs. Concomitant medications included insulin glargine, metformin hydrochloride and acarbose, all for unknown indications. The patient received human insulin isophane suspension (rdna origin) (humulin n, 100u/ml) from cartridge via humapen ergo ii, 20 units, daily, subcutaneously, for the treatment of diabetes mellitus, beginning on unknown date. On an unknown date while on human insulin isophane suspension therapy, his blood glucose was high (units, values and reference ranges were not provided). On an unknown date, due high blood glucose he was hospitalized (no further hospitalization details were provided). On an unknown date in (B)(6) 2018, on advice of his doctor, after hospitalization, the human insulin isophane suspension therapy was discontinued due to event and he was switched to insulin lispro (humalog). On an unknown date the humapen ergo ii had the issue that the screw thread of the cartridge holder where was connected to pen body slid and it could not be used (pc no (B)(4) and lot no 0803d01). It could not be primed. The information regarding the corrective treatment and outcome of event was not provided. As of (B)(6) 2020, it was unknown when or if human insulin isophane suspension therapy was restarted. The operator of the device and his/her training status was unknown. The general humapen ergo ii model duration was approximately more than ten years and the suspect humapen ergo ii duration of use was not provided. The suspect humapen ergo ii was continued to use and its return status was not provided. The initial reporting consumer did not know if the events were related to human insulin isophane suspension therapy while did not provide the relatedness of event with humapen ergo ii. Update: both the information received on 13-apr-2020 was processed together. Edit 01may2020: updated medwatch and european and (B)(6) (EU/(B)(6)) fields for expedited device reporting. No new information added.